Manufacturer narrative:
Date sent to FDA: 09/28/2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unknown date and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, lysis of adhesions, colon resection and small bowel resection on (B)(6) 2015. It was reported that the patient experienced severe pain, erosion, bowel obstructions, dense adhesions, mesh detachment, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 5/23/2025. Additional information: a2, b5, d3, d6a. Corrected information: d4 (primary UDI #), e1. Additional b5 narrative: it was reported that the patient underwent repair of ventral hernia and hiatal hernia on (B)(6) 2011 with two (2) proceed mesh implanted. It was reported that the patient underwent removal of infected mesh and foreign bodies on (B)(6) 2015. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.